Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device emitted beeping tones and the right ventricular (rv) lead exhibited an out-of-range shock impedance measurement of 0 ohms. Boston scientific technical services (ts) was contacted and reviewed remote monitoring data, which indicated that this was a one-time measurement, with all over measurements in normal ranged. Ts discussed the possibility that this shock impedance measurement could have been due to electromagnetic interference (emi). Ts discussed that the device and rv lead should continue to be monitored. This rv lead remains in service. No adverse patient effects were reported.